Manufacturer narrative:
Please note the hde number for this device - h230007 this event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (s) ae ¿ liver failure. Amds 40-40, lot# c2458837a, procedure date: (B)(6) 2020, serious adverse event (s) ae#15 - liver failure. Date of amds implant ¿ (B)(6) 2020, event onset date ¿ 02may2021, event end date ¿ 12jun2021, event ongoing: no. Was this event expected? No. Event: other: liver failure. Describe event: liver failure under ranozalin and azole antifungals. Relation to amds device ¿ possibly. Relation to amds implant procedure ¿ probably. Did a pre-existing condition or the acute disease cause or contribute to the event? Yes. Please specify pre-existing disease: not specified. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes ¿ in-patient hospitalization or prolonged existing hospitalization. Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital: yes. If existing hospitalization, what was the expected date of discharge: (B)(6) 2021. If hospitalized, date of discharge: (B)(6) 2021. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have let to death or serious deterioration in health had suitable. Intervention not occurred? Yes. Did the subject exit the study? No. Event outcome: resolved. Was there any treatment for the event? No. This event is relegated to amds 40-40, lot# c2458837a for liver failure. Multiple attempts for additional information have gone unmet. If information is provided in the future, a supplemental report will be issued. The manufacturing records for amds 40-40, lot# c2458837a were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation one non-conformances was noted and is unrelated to this event. A review of the available information was performed. Patient is a 56-year-old male who had an amds40-40 (lot #: c2458837a) implanted on (B)(6) 2020. Adverse event # 15 reports an event described as ¿liver failure¿ with an onset date of (B)(6) 2021 and an end date of (B)(6) 2021. Additional details from the ae form states, ¿liver failure under ranozalin and azole antifungals¿. The event was deemed ¿possibly¿ related to the amds device and ¿probably¿ related to the implant procedure. It is unknow whether any pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse event due to: life-threatening illness or injury and in-patient hospitalization or prolonged existing hospitalization. The patient was already in the hospital; however, no treatment was provided this event, and the event outcome was ¿resolved¿. The patient was discharged from the hospital on (B)(6) 2021 and did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note ¿hepatic failure¿ [ae #15] are all listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No further action needed. A complaint and recall query was performed for amds 40-40, lot# c2458837a to identify previously reported complaints or recalls associated with this lot number. Four complaints were identified and are not related to this event. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specification. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (s)ae. Amds 40-40, lot# c2458837a. Procedure date: (B)(6) 2020. Serious adverse event (s)ae#15. Liver failure date of amds implant ¿ (B)(6) 2020. Event onset date ¿ 02may2021. Event end date ¿ (B)(6) 2021. Event ongoing: no. Was this event expected? No. Event: other: liver failure. Describe event: liver failure under ranozalin and azole antifungals. Relation to amds device ¿ possibly. Relation to amds implant procedure ¿ probably. Did a pre-existing condition or the acute disease cause or contribute to the event? Yes, please specify pre-existing disease: not specified. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes ¿ life-threatening illness or injury, in-patient hospitalization or prolonged existing hospitalization. Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital: yes, if existing hospitalization, what was the expected date of discharge: (B)(6) 2021. If hospitalized, date of discharge: (B)(6) 2021. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have let to death or serious deterioration in health had suitable intervention not occurred? Yes. Did the subject exit the study? No. Event outcome: resolved. Was there any treatment for the event? No. This event is relegated to amds 40-40, lot# c2458837a for liver failure.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.